Event description:
It was reported that during preparation for a stenting treatment procedure, balloon detachment occurred. A 6.0x18mmx90cm express sd renalbiliary stent delivery system was selected to treat an unspecified vessel lesion. It was reported that while the device was still outside the patient, the stent balloon detached, most likely during prep. There was no reported patient contact with the device. No patient complications were reported.

Event description:
It was reported that during preparation for a stenting treatment procedure, balloon detachment occurred. A 6.0x18mmx90cm express sd renalbiliary stent delivery system was selected to treat an unspecified vessel lesion. It was reported that while the device was still outside the patient, the stent balloon detached, most likely during prep. There was no reported patient contact with the device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Returned product consisted of an express sd stent delivery system (sds) and stent. The stent was detached from the sds. The balloon was tightly folded. There were stent strut impressions on the surface of the balloon between the markerbands. There were flared struts at one end of the stent. The distal tip of the sds was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).